Event description:
It was reported that during a da vinci s prostatectomy procedure, minor bleeding occurred. The bleeding was regarded as normal bleeding from minor vessels. The surgery was completed successfully and the patient went into recovery. The patient seemed fine during recovery; however, at an unknown time after the surgery, the patient expired. No further information was provided.

Manufacturer narrative:
A review of system logs showed that no system faults occurred during surgery. There was no report of system, instrument or accessory malfunction related to this procedure. The root cause of death is thought to be either intubation or the result of bleeding. Multiple attempts for additional information from the account were made. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received. As of may 25, 2012, no adverse events have been experienced with the site's system.